Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing difficulty charging the implantable pulse generator (ipg) resulting in a loss of stimulation. The physician assessed that there were three main issues causing the difficulty charging, the ipg was implanted deeper than advised per IFU product labeling, the ipg had flipped over in pocket, and extra wire was coiled on top of the ipg. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Device technical analysis: the returned ipg was analyzed and revealed that it was fully charged to 3.985 vdc in one cycle. It passed all functional tests, and the device exhibited normal device characteristics. Analysis of device data logs revealed no evidence of any anomalies related to premature battery depletion. However, the charge log indicated that the patient had difficulty charging the ipg multiple times. A low charge current was noted (indicative of sub-optimal charging), resulting in a low battery voltage, which is a known factor that may contribute to charging difficulty. Labeling review: a product labeling review identified that the device was used per the instructions for use (IFU) product label. Additionally, it states to create a subcutaneous pocket no larger than the ipg outline at a depth of up to 2.0 cm from the surface. Implant charging could become ineffective at depths shallower than 0.5 cm or greater than 2.0 cm. The IFU also states "coil excess lead, extension, splitter, or connector under the ipg". These are known risks of implanting a pulse generator as a part of a system to deliver spinal cord stimulation. Additionally, "over time, the stimulator may move from its original position and is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing difficulty charging the implantable pulse generator (ipg) resulting in a loss of stimulation. The physician assessed that there were three main issues causing the difficulty charging, the ipg was implanted deeper than advised per IFU product labeling, the ipg had flipped over in pocket, and extra wire was coiled on top of the ipg. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post-operatively.